Event description:
It was reported that the stent failed to deploy. Another bard stent was used with no problem.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing upon receipt of the sample. The handgrip had been completely triggered. There was a kink in the outer sheath at the guiding tube. The inner catheter and filling material protruded 145mm from the tip of the outer sheath. The stent was released and was missing. The complaint is unconfirmed due to the fact that the handgrip was completely triggered, and the stent was released and missing. No conclusion can be drawn.